Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation, the pump was found to be infusing outside of the volumetric range that mmdg considers not reportable. The pump was serviced by a third party servicer. The pump was found to have it's infusion factor changed incorrectly. This caused the pump to over infuse. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump "cannot be calibrated". Mmdg followed up with the initial reporter, who stated that "in the calibration step the accuracy is not reached". They also stated that this occurred during testing and did not affect a patient. No other information was made available. (B)(4).